Event description:
Additional information later reported the patient experienced worsening pain. The catheter issue was noted to be kink and tear post redo lumbar fusion. The issue was at the proximal segment. The proximal catheter was spliced and replaced. A catheter study was also done. The patient was noted as receiving effective therapy. The pump contained fentanyl and bupivacaine.

Event description:
It was reported that on (B)(6) 2010 a pump connector revision occurred.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)